Manufacturer narrative:
The service rep performed the following: inspected system. Observed esd precautions outlined in wi 16033.16- reseated workstation pcbs/connectors. Workstation power supply voltages check good. Reseated generator pcbs/connectors. Generator power supply voltages check good. Unable to duplicate fault. Cleared out flash memory, re-loaded system software, system operating as intended.

Event description:
The customer reported, the 8800 system displays a generator error message approx once a week. The error usually occurs while powering the system up for the first time in the morning. No pt injury.